Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer was replaced. The system then passed the system checkout and was found to be fully functional. Concomitant products: product ID: 9735764; lot #: 008870207. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the machine both display showing not proper picture. Showing to much of noise. There was no patient present when this issue occurred.